Event description:
It was reported that the patient experienced hyperglycemia while using an inset infusion set with the ilet system, with a highest cgm reading of 312 mg/dl over about four hours, and described difficulty deploying the infusion set due to improper loading of the inserter and occurrences of bent cannulas. Symptoms included elevated blood glucose. Outcomes included no reported alerts, alarms, hospitalization, or medical intervention. Investigation included product-use troubleshooting and education on correct infusion set deployment and full supply change, including review of inserter locking steps. Investigation of this case revealed use error related to infusion set deployment leading to a bent cannula and probable suboptimal insulin delivery at the infusion site on the abdomen. It was concluded, based on previously established findings for similar reports, that the cause was user technique and training opportunity.